Event description:
During a laparoscopic cholecystectomy procedure, the clips scissored. The surgeon removed the malfurmed clips and applied another device. The surgery was completed without pt injury.